Event description:
Patient paged vad coordinator on call when he put himself on pbu all the lights went off on the controller and a steady tone with the black power cable off the controller got hot. He went back to batteries and paged. With the vad coordinator on the phone he transferred to the pbu this time the controller gave the backup controller alarm and the display read "change out controller". Thoratec support was called by nurse of concern for the percutaneous line (driveline). Patient was told to come in for controller change out and to bring in all his equipment. Waveform and data logger were sent to thoratec to evaluation on both the old and new controllers. Patient was monitored in clinic for two hours before allowed to go home. From the waveform analysis thoratec felt that the controller change out and replacing the patient power line solved the problem.